Event description:
It was reported that stent dislodgement occurred. The 28mm x 4.00mm ion was selected to treat the lesion and stent came off of the balloon.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that stent dislodgement outside patient occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.